Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had experienced blood glucose (bg) of 380mg/dl with small ketones and nausea associated with recurring occlusion alarms. The reporter noted that a bolus was cancelled due to an occlusion alarm and that the occlusion alarm issue had continues despite changing infusion sets. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump was emitting recurring occlusion alarms and the issue remained unresolved.